Event description:
It was reported that pump experienced malfunction code 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump with updated software.